Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number could not be confirmed. The lot number provided could not be confirmed, a device history record could not be performed. The tolerance on the threaded shaft component and the pusher at worst case have clearance, however the straightness tolerance on the current drawings can lead to interference causing the device to jam. Conclusion: this is a known potential issue scheduled for revision.

Event description:
Received device report from synthes (B)(4). (B)(6) clinic had oracle lateral quick inserter/distractor (p/n 03.809.921) blocked during surgery without hammering.